Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 480 mg/dl at the time of the incident. Customer was declined troubleshoot for high blood glucose level. It was unknown the symptoms related to high blood glucose. The customer was not treated with yet. It was unknown the auto mode feature was active or not at time of high blood glucose event. Customer stated they received insulin pump error and they able to complete to rewind and clear the alarm. The customer will disontinue the use of device. Frn-unk-rsvr, unomed inf set.